Event description:
It was reported 'arterial line broke just distal to the wings while in a patient, that required a rewire. The catheter was in place for approximately 19 days when the break occurred. This was a delirious patient who reportedly pulled at the catheter, but certainly that isn't outside of the norm for our patients.' The user changed to a new set to resolve the issue. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
(B)(4). The customer returned one arterial catheter for analysis. Signs of use in the form of biological material were observed on and within the returned catheter. Visual analysis revealed the extension line was separated from the juncture hub. The point of separation on the extension line was smooth and uniform. The damage is consistent with undue force, pulling the extension line out of the juncture hub. This is consistent with the customer report that the patient pulled on the catheter and the catheter was functionally in place for approximately 19 days before the break occurred. The juncture hub was dissected to analyze the molding of the extension line, and the entire extension line had been removed from the juncture hub. The outer diameter of the extension line measured 2.40 mm, which is within the specification limits of 2.39-2.49 mm per extension line extrusion product drawing. The inner diameter of the extension line measured 1.14 mm, which is within the specification limits of 1.09-1.19 mm per extension line extrusion product drawing. The instructions for use provided with this kit informs the user, "warning: do not apply tape, staples, or sutures directly to the catheter body to reduce risk of damaging catheter, impeding catheter flow, or adversely affecting monitoring capabilities. Secure only at indicated stabilization locations. Do not use excessive force in removing catheter." The customer report of a separated extension line was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the extension line was separated from the juncture hub. The damage is consistent with undue force, pulling the extension line out of the juncture hub. This matches the customer report that the patient pulled on the catheter and the catheter was functionally in place for approximately 19 days before the break occurred. Despite this, the catheter passed all relevant dimensional requirements. Based on these circumstances, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported 'arterial line broke just distal to the wings while in a patient, that required a rewire. The catheter was in place for approximately 19 days when the break occurred. This was a delirious patient who reportedly pulled at the catheter, but certainly that isn't outside of the norm for our patients.' The user changed to a new set to resolve the issue. The patient's current condition is reported as "fine".